Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated buttons were less responsive. Customer stated sometimes had to press button twice and could not calibrate in the middle of the night. Customer stated insulin pump was broken and could not be repaired. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.